Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted, approximately three weeks post placement, during scheduled catheter exchange the distal portion of the catheter had fractured and detached in the patient. A snare was utilized to successfully remove the detached catheter segment. Another catheter was not placed as treatment was completed at that time. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, company is unable to determine if the device met its specifications. Since no difficulty was encountered accessing this device prior to this incident, co believes user technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.